Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6f sheath in the right common femoral artery. The pt developed abdominal pain and decreased blood pressure consistent with a retroperitoneal bleed, which was confirmed by a CT scan. Medical intervention consisted of manual compression and application of a femstop to the access site, as well as administration of saline. The event was resolved and no further complications were noted.